Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant battery was moved up. Additionally, it was reported that the patient was in the emergency room twice during the weekend of the report because she was sick. The patient indicated that they were going to give her an MRI of her belly because she needs one, but she was told that she cannot get one. The patient mentioned that a manufacturer representative had to call to get MRI device information. The patient thinks that she is sick from the device. She is sick to her stomach and feels the ¿pulsing¿ inside of her. She confirmed that she meant that she feels stimulation in her stomach. No recent trauma or falls were noted to be contributing factors to the issue. The patient mentioned that she started feeling sick with stimulation in the belly starting about a month prior to the report. The patient wanted to turn the ins* off, but could not because the patient programmer was not power ing on. The patient tried new batteries, and the patient programmer was still not powering on. The patient was sent a replacement patient programmer. There were no further complications reported or anticipated.